Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges new or worsening asthma. The patient did not state whether medical intervention was required. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging new or worsening asthma. The patient did not state whether medical intervention was required. "Injury" was inadvertently selected under section h, type of reported complaint, on the initial report. Injury is not an option for type of reported complaint on the MDR 3500a form. This selection has been updated to "serious injury". The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.